Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was followed by infectious disease unit for infected chest flap during the ventricular assist device (vad) implant admission. The patient was seen by the infectious disease team and was advised to go to the emergency department due to enlarge mass on left flank. The patient was hemodynamically stable and only complained of left flank pain. Log files were submitted for review and captured a few low power advisory alarms due to battery depletion all throughout the log. In addition, the event log indicated that the patient did not utilize the power module or mobile power unit (mpu), indicating the patient was sleeping on battery power (not recommended). The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
The onset of the patient's infection is reported under MFR #: 2916596-2024-01369. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on intravenous (IV) vancomycin since (B)(6) 2023 for left ventricular assist device (lvad) device cornybacterium striatum infection. This was secondary to an implantable cardioverter-defibrillator (ICD) lead abiotrophia infection prior to lvad implant. Worsening left chest wall pain with erythema/fluctuance was shown on exam. Yellow drainage from driveline site culture was negative. The patient would remain on IV vancomycin and await on decision if a procedure would be performed on the left chest wall mass.